Manufacturer narrative:
The investigation determined that higher than expected vitros valp quality control results were obtained from vitros and non-vitros qc fluids run on a vitros 5,1fs chemistry system. A definitive assignable cause could not be determined. However, the most likely assignable cause is instrument related. Maintenance actions following monthly maintenance described in the ortho operator¿s guide likely resolved the issue. There is no indication a reagent issue contributed to the event. The investigation determined that the likely assignable cause of this event was instrument related.

Event description:
A customer observed higher and lower than expected vitros valp quality control results from vitros and non-vitros biorad control fluids processed on the vitros 5,1 fs chemistry system. Vitros tdm I lot m5701 vitros results 19.0 and 18.52 ug/ml versus expected 29.2 ug/ml. Vitros tdm ii lot n5702 vitros results 53.45 and 51.46 ug/ml versus expected 68.9 ug/ml. Non-vitros biorad l3 lot 40943 vitros result 39.68 ug/ml versus expected 29.0 ug/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. Ortho was not made aware of any patient sample results being affected. However, the investigation cannot definitively conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).